Manufacturer narrative:
The recipient was reportedly explanted due to a performance decrease. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction: sections b.1, b.2, & h.1. Advanced bionics considers the investigation into this reportable event as closed. The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed an electrical test performed. The device passed the mechanical tests performed. The failure of this device can be attributed to elevated and open impedances that were confirmed during the failure analysis process. However, the root cause for this was unable to be determined. Advanced bionics will continue to monitor failure modes of this type. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient's device was reportedly explanted. The recipient was reimplanted with another cochlear device. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.